Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er420 clip spitted (ejected). The clip did not fall into the pt. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.